Event description:
Information was received indicating that this syringe infusion pump's motor was not running. No adverse patient effects were reported.

Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for analysis. The customer's reported problem was "motor not running". The pump was in good condition. Did not notice any external damage. Inspection of the pump's event log showed motor not running history. Stated problem was duplicated in the flow test. The root cause of the main problem was that the main board was not installed properly into the extrusion. The customer caused the reported problem. The customer incorrectly assembled the device.